Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jun-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jun-2018, UDI#: (B)(4). Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had lead migration and underwent a complete lead and stimulator replacement on (B)(6) 2018. The patient said they had a bad fall which they thought contributed to the lead migration. The rep said x-rays were taken to confirm the lead migration. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.